Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a larger-than-usual meal, with a maximum blood glucose of 235 mg/dl for about one hour, without system alerts above 300 mg/dl and without need for assistance or medical intervention; the user elected to take a subcutaneous insulin injection and disconnect from the ilet for two hours. Symptoms included no reported adverse clinical effects. Outcomes included correction with backup therapy and no lasting impact. Investigation included review of user-reported event details and troubleshooting and education. Investigation of this case revealed no device alarms and no device malfunction reported; the event was consistent with hyperglycemia of unclear cause potentially related to meal-related variability and user-managed therapy outside the automated system. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.